Event description:
Customer did not think her pod was delivering insulin because her blood glucose levels (bg's) were elevated and she needed to go to the ER for saline drip. Customer was not able to provide any bg values. Customer took a manual insulin injection prior to going into the ER and was not given any add'l insulin while there, only IV saline. Customer started a new pod successfully and was sent home. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue. It also suggests that the pt always carry extra supplies in case of emergency. The lot was found to have met all acceptance criteria.